Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser power from 128% firing power to 100%, then down to 78%; initially this helped dissipate the blue pixels. The user let off the foot pedal which helped only one time. There were no patient complications reported in relation to this event.